Event description:
It was reported that primary pulmonary hypertension patient became faint during a flolan infusion. They were admitted to the hospital and the nurse noted that there was a leak at the connection between the cassette and extension set. It was also reported that during their hospitalization they again became faint and again leak was noted. It reported that when the patient's blood pressure normalized, they were discharged and returned home.